Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. Please see updates to d5, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, probable causes of the reported event (blurry image due to damaged charged coupled device unit) include: damage of internal circuit boards of video connector; damage of image sensor unit; scratches, chipping, stain of ob-lens; image flare by external light. However, the final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During device evaluation at olympus, it was found the complaint was confirmed and the screen was blurred due to damage on the charged coupled device (ccd) unit. Also, evaluation found that liquid leaked due to perforation of the universal cord, the bending section cover adhesive had a gap, the video cable was crumpled, and the universal cord was crumpled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image of the endoeye flex 3d deflectable videoscope was blurred. The issue occurred when preparing the device for use and only the center of the screen was blurred. There was no reported patient harm or impact due to this event.